Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02574. The pt rec'd two scs systems (one for the thoracic region and the other for the cervical region). It was reported the pt was unable to establish communication between one ipg and his charger and programmer. The pt stated he last fully charged his ipg about a month ago. As it is currently unk which ipg is the affected device, both of the ipgs are being reported. No further info is available at this time.